Event description:
Medtronic received info that this bioprosthetic valve, was abandoned after implant due to moderate aortic regurgitation secondary to oversizing. No adverse pt effects were reported.

Manufacturer narrative:
(B)(4): evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be due to oversizing by the physician. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The physician did confirm that the valve was oversized for the pt.